Event description:
In 2008, the sales rep reported that there was an issue with the driver found during processing. Additional info was received via phone about 2 days later. The sales rep reported that during inspection of the kit it was noticed that the driver would not engage the screw. The malfunction has resulted in an adverse event in the past. There was no reported pt contact.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.